Event description:
Endophthalmitis[eye infection nos]. Case description: spontaneous report, cee on. Loclog # 02-4216-s, argus # 2002136292gb, batch # 664242194. A physician reported the case regarding a pt who has had the cee on 911 (batch number 664242194) implanted after cataract surgery, on an unspecified date the pt developed endophthalmitis with coagulase negative staphylococci. At the time of the report the outcome was unknown. Three other similar cases of endophthalmitis were reported from the same reporter. The reference numbers are: 02-4214-s, argus 2002136290gb; 02-4215-s, argus 200213629gb; 02-4217-s, argus 2002136291gb. Further info is being sought.